Event description:
It was reported that a malfunction alert occurred, identified as malf 0. There was no reported impact to the customer¿s blood glucose level. Technical support provided instructions to reset the pump, assisting the customer in resolving the issue, and the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reappeared.